Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) tsvwb13, (impl tapered scr-v sbm 4. 7mm 4.5mm 13mm for evaluation. The product has been lost in transit. Therefore, visual/physical evaluation could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Upon locating the device, this complaint record will be reopened and updated accordingly. Device history record (DHR) review was completed for the subject lot number 1256746. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256746 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported fracture of the mount collar hex when placing the implant at tooth site 46. The fractured part remained inside the implant therefore the implant had to be removed.

Manufacturer narrative:
Zimvie complaint number (B)(4) g4: premarket identification: k011028/k013227.